Event description:
A healthcare professional reported that a glidewell ht implant failed. The patient's bone quality is type I and their oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #5. During implant placement, the insertion tool's tip broke off inside the implant. The implant was removed, and no permanent injury was reported. No injury was reported. Reportedly the patient has a history of bruxism.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned. The investigation has been updated, and the results are as follows: DHR results: the DHR was reviewed for glidewell ht implant lot#6256358 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot#6256358 and found no additional product in stock. Investigation methods/results: the device was returned but not in original package. The implant holder was also returned. The implant was verified to be a glidewell ht implant ø4.3 x 10 mm (70-1189-imp0010) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: the root cause was inconclusive and cannot be explicitly determined. The probable cause for the fracture could be contributed by user/patient factors. Per the reported information, the patient has a history of bruxism. IFU 012631 rev 4 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space". IFU 012631 rev 4 (glidewell ht implant system IFU) contains the following statement in the surgical procedures under the precaution section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 012631 rev 4 (glidewell ht implant system IFU) contains the following statement in the adverse effects section: "the abutment screw has fractured due to application of excessive torque." IFU 012631 rev 4 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The manufacturer internal reference number is: (B)(4).